Event description:
It was reported that a cardiac perforation, cardiac tamponade, and patient death occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation to treat atrial fibrillation was performed using a farawave catheter. Pulmonary vein isolation was completed and the physician delivered two (2) applications of ablation to the cavotricuspid isthmus. During the second application a prolonged electrical sound occurred and the patient experienced a sudden movement similar to having received electrical cardioversion. The patient became hypotensive and cardiac tamponade was identified. A pericardiocentesis was performed without improvement of the severe pericardial effusion. Urgent cardiovascular surgery was initiated and a large perforation was observed in the cavotricuspid isthmus. Two (2) days post index procedure the patient died with an official cause of death of obstructive and hemorrhagic shock, cardiogenic shock, multi-organ dysfunction, and disseminated intravascular coagulation.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn #m004pfce41m401 batch #0037229280. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists cardiac perforation, pericardial effusion, cardiac tamponade, hypotension, and other cardiopulmonary complications as known potential adverse events associated with the use of the device. The farawave catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) through pulmonary vein isolation and left atrial posterior wall ablation. During this procedure the farawave catheter was used for cavotricuspid isthmus isolation which is considered off label use of the device. Risk review: a review of the farawave catheter hazard analysis was completed and confirmed that the events of cardiac perforation, cardiac tamponade, hypotension, shock, disseminated intravascular coagulation (dic), multi organ failure, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of cause not established. It was reported that during a pulse field ablation procedure using a farawave catheter, cavotricuspid isthmus isolation was performed. When delivering ablation to the cavotricuspid isthmus an electrical sound occurred and the patient moved unexpectedly. Pericardial effusion and cardiac tamponade occurred and a large cavotricuspid isthmus perforation was identified. The patient died two (2) days post index procedure. The reported intra procedural electrical sound and associated patient movement were temporally related to the event however no specific device malfunction or generator error was identified at this time as the product has not been returned for analysis. As such, the cause of this device related observation cannot be established. Given the temporal relationship between ablation at the cavotricuspid isthmus and the onset of the complications, the off label use may have contributed to the complexity of the procedure and the development of the adverse events however a direct causal relationship cannot be definitively established. Cardiac perforation, cardiac tamponade, hypotension, shock, cardiogenic shock, disseminated intravascular coagulation (dic), multi organ failure, and death are known potential adverse events associated with the use of the farawave catheter.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a cardiac perforation, cardiac tamponade, and patient death occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation to treat atrial fibrillation was performed using a farawave catheter. Pulmonary vein isolation was completed and the physician delivered two (2) applications of ablation to the cavotricuspid isthmus. During the second application a prolonged electrical sound occurred and the patient experienced a sudden movement similar to having received electrical cardioversion. The patient became hypotensive and cardiac tamponade was identified. A pericardiocentesis was performed without improvement of the severe pericardial effusion. Urgent cardiovascular surgery was initiated and a large perforation was observed in the cavotricuspid isthmus. Two (2) days post index procedure the patient died with an official cause of death of obstructive and hemorrhagic shock, cardiogenic shock, multi-organ dysfunction, and disseminated intravascular coagulation.